Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an incomplete bolus alert occurred. Reportedly, the customer misunderstood the meaning of the alert and delivered a second bolus. There was no adverse impact to customer's blood glucose level. Tandem technical support provided additional training in regards to the alert and bolus deliveries.